Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has developed mrsa infection, surgical washout of the hip implants was performed. Also, the acetabular cup was removed as the patient had a pain in the right hip joint for the last two months and migration was confirmed by x-ray observation as well. The stem was remained. Although the soft tissue was supposed to have bloodstream, some parts turned black due to corrosion. The neck head junction was seemed to have been suffering corrosion by appearance. A lump of pseudotumor was found on the floor of the acetabulum and it was removed after the acetabular cup was taken out.

Manufacturer narrative:
The reported products shown below were used for the primary tha surgery (mom) performed in 2008. Item no. 121780046, lot no. 00010 (domestic distributor); item no. 121889146, lot no. 2441654; item no. 556070, lot no. 340868r; item no. 556071, lot no. 345611r; item no. 953001000, lot no. Binf81000; item no. 962701100, lot no. 2454969. Due to the suspicion of infection, surgical washout of hip implants will be performed on (B)(6). Further details is supposed to be informed after the surgery. On 22 feb 2017 - additional complaint description: since the said patient, who had the primary tha surgery (mom) performed in 2008, has developed (B)(6) infection, surgical washout of the hip implants was performed on (B)(6) 2017. Also, the acetabular cup was removed as the patient had had a pain in the right hip joint for the last two months and migration was confirmed by x-ray observation as well. The stem was remained. Although the soft tissue was supposed to have bloodstream, some parts turned black due to corrosion. The neck head junction was seemed to have been suffering corrosion by appearance. A lump of pseudotumor was found on the floor of the acetabulum and it was removed after the acetabular cup was taken out. After thorough washout, cement mold containing antibiotic was left in the acetabular roof and the cut was closed. Another revision including stem removal is to be performed after the infection is settled. On 13 april 17 - update to the existing description - the revision surgery for replacing the remaining stem (item no. 953001000, lot no. Binf81000) from the last surgery (performed on (B)(6) 2017 where the head and cup were removed.) Was operated on (B)(6) 2017 as the (B)(6) severity had reduced. After removing antibiotic cement (unknown item/lot numbers), a thin-blade chisel and k-wire were put in around the stem from the proximal side, and the surgeon attempted to remove the stem with a removal device (unknown item/lot numbers) but failed. Removing was attempted again by splitting off cortical bone from proximal to distal, however the femur fractured to pieces. The stem was eventually removed by the removal device. The cup (item no: 121780046, lot no: 00010 (domestic distributor)) was replaced with rimfit cup (manufactured by stryker) and the stem was replaced with exeter stem (unknown item and lot numbers). Allogeneic bone was applied to the shaft of the bone as a substitute for a plate and secured with nesplon cable (unknown item/lot numbers), and then the cut was closed. The base of the stem was darkly discolored. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.